Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation concurrently with hysterectomy. It was reported that patient underwent partial mesh removal from outside of bladder on (B)(6) 2010. Patient experienced pain, urinary incontinence, bleeding and erosion of mesh. (B)(4).

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence and a pelvic abdominal mass presumed to be uterine fibroids. The patient underwent the concurrent procedures of an exploratory laparotomy, total abdominal hysterectomy with bilateral salpingo-oophorectomy, and lysis of adhesions during mesh implantation. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.